Event description:
Patient currently uses a dexcom g7 cgm for diabetes management. Reports that he experienced unusual pain and swelling after applying sensor. Felt that the sensor went much deeper into his arm than usual. After removal, patient presented to an urgent care facility and then an emergency dept for assessment of potential foreign body still in place. He was diagnosed with cellulitis. Sensor microfilament could not be removed in the ER and patient has been referred to surgery.